Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. It was noted that the rv lead shock impedances intermittently increased. Technical services (ts) recommended troubleshooting options, and the physician planned to perform isometric testing. All other measurements were normal. At this time, this crt-d and rv lead remains in service. No adverse patient effects were reported.